Event description:
Report received indicated that during a percutaneous transluminal angioplasty the physician started to inflate the "stent" at 10 atmospheres (atm) however, the balloon did not respond and contrast was seen flowing. The "balloon" was removed and the stent was inflated with another balloon.

Manufacturer narrative:
This product has been returned for evaluation and testing. Preliminary findings indicate that a pinhole at distal end of balloon was found however, the failure analysis report is not complete. Additional information will be sent within 30 days upon receipt.